Event description:
When visiting a customer lab, beckman coulter field service engineer (fse) observed the following issue on the fp1000 cell preparation system: during a cleaning cycle, specimen probe drips diluted bleach as it moves over the back reagent rack. This could result in contamination of the reagents and produce incorrect results. The fse indicated that the customer does not currently use this reagent position, but the potential for this contamination exists. There was no change to pt treatment attributed to or related to this event.

Manufacturer narrative:
Investigation summary (post event): the instrument is currently performing within qc specifications with respect to accuracy and precision. It was determined that if a diluted bleach is dripping into the reagents erroneous results could be produced. The fse indicated that the customer was advised to remove the reagents from the instrument prior to running the cleaning cycle. The cause of the dripping is under investigation by beckman coulter. Cf060512-070.